Event description:
Boston scientific received information that this patient was admitted to the hospital due to a ventricular tachycardia (vt) storm. All delivered therapy was appropriate. Upon interrogation, this right ventricular (rv) lead displayed an increase in threshold measurements and loss of capture (loc). Additional information was received that attempts were then made to reposition this rv lead, but were unsuccessful because the superior vena cava (svc) coil was being crushed by the clavicle and rib. It was also noted the loc did not result in asystole, and it was suspected the increased threshold measurements and loc were due to a microperforation. There were no adverse patient effects reported.

Event description:
---

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
This rv lead will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observation indicated a complete lead was returned. There were set screw marks noted on the terminal pins. A surface cut was noted. The clear medical adhesive was torn/separated from the expanded (B)(4) at the proximal end of the proximal spring electrode, and the proximal spring was stretched at this point. The distal end of the proximal spring electrode was separated from the lead body, and there was medical adhesive noted. Blood/body fluid was noted in the helix housing, and the helix was retracted. This lead passed the continuity test with manipulation. The initial allegations could not be confirmed by analysis. This lead passed all electrical testing.